Event description:
Report received from the USA stating that prior to surgery it was discovered that the device had a "damaged hose" and the "outer hose was pulled away" from the device and "air was leaking" from this area. The device was not used in surgery. There were no injuries reported and no medical intervention was required. There was no additional info provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the outer hose was pulled loose from the swivel connector. Evidence suggests this was due to mishandling during cleaning. The event was reportable. If additional info is received, a supplemental report will be sent.